Event description:
Event description guidant received information that one day post implant, this implantable pacemaker (ipm), which was implanted in a patient who was 'big and heavy' could not establish telemetry with multiple programmers. The ipm was pacing and sensing normally and would respond to a magnet. The ipm was replaced and will be returned for analysis.